Event description:
The user facility reports incident of a cut in the pump segment tubing that my have been caused by incorrect installation of the pump segment tubing in the pump housing on the machine. Due to potential for contamination the blood volume in the circuit was discarded resulting in ebl = 300cc. There was no pt injury or need for medical intervention reported.